Event description:
The following description of the event was copied by the carefusion technical support specialist from a complaint report form from the foreign distributor. "Monitored fio2 stuck at 40%, no matter we change the fio2 setting lower or hight."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4).the foreign distributor determined that the most likely cause of the reported event was a faulty gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine(gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for a return of the alleged faulty gas delivery engine (gde) for evaluation. As of (B)(6) 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.